Event description:
The advocate stated the customer received a blood glucose reading of 369 mg/dl from her contour and a reading of 179 mg/dl from another meter. The difference between the readings falls in the ¿c¿ zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product was replaced at this time.